Manufacturer narrative:
Additional information: the procedure continued using new product after being safely removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a turbohawk plus atherectomy device with a 6fr non-medtronic sheath and a 0.014mm nitrex guidewire during treatment of a 60mm plaque lesion in the patients right mid distal tibial/popliteal trunk. Moderate vessel tortuosity was reported. Lesion exhibited 80% stenosis. Artery diameter reported as 5-6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with a 5x40x150 nanocross balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. A mechanical jam was reported. It was not possible to turn off the thumbswitch. No deformation was noticed in the cutter. The device was partially used. The cutter was outside housing during removal from the patient. The device was safely removed from the patient. No patient injury reported.